Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4), description: infinion1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that at first the patient had loss of stimulation then later started to have surging of stimulation. It was determined that there was significant number of contacts on the leads that had high impedances. The patient underwent a procedure wherein the leads and splitters were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.